Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer stated that the insulin pump has returned this alarm nine times within the last two days. Blood glucose level was 300 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.